Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer describes an issue where the architect i1000sr analyzer began generating error code 1007 - unable to process test, activated read failure. The customer continued testing patient samples and provided the following architect stat high sensitive troponin-I assay results generated before the issue was resolved: (B)(6). The customer is unaware of any impact to patient management. A service call was initiated.

Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site to investigate instrument error code 1007, unable to process test activated read failure, on the architect i1000sr analyzer, serial number (B)(4). The fse replaced the pre-trigger and trigger valves (for leaking). Both appeared worn from normal use. The customer acknowledged that the analyzer was working properly. Subsequent instrument operations were acceptable. Review of the analyzer's instrument history found no contributing factors related to the customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the architect stat high sensitive troponin-I assay package insert both contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.